Manufacturer narrative:
Reporter's phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the reverse locking mechanism on the compact air drive device was blocked. It was also observed that the device failed the following pretests: check status of development, general condition, check reverse locking mechanism, check for air leak, check triggers for fwd / rev mode, check for excessive noise, check the power with test bench: min. 110 to 160w and check starting behavior. It was reported in the service order that the device had blockage, there was a fault on the system and a tear on components. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.